Event description:
Later a response was received from the surgeon that indicated that the corrosion was only present on the lead product. Additionally, the generator and lead were received into the manufacturer's product analysis lab. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Later product analysis was completed on the explanted lead. No corrosion was identified on the lead. Abraded opening and fluid leaks observed however. The physician reported that "impedance issues were seen with the patient's device". As no open circuit condition were identified in the product analysis lab, this will be interpreted as high impedance. Analysis of the returned generator will be able to indicate if a high impedance condition was recorded on the generator. No other relevant information has been received to date.

Event description:
An addendum to the analysis was later provided. The described fluid leaks were confirmed; however, the high impedance condition could still not be confirmed despite product analysis testing.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision due to corrosion visualized around lead/generator connection point. Additionally, the patient was changed from a dual pin led to a single pin lead since the physician did not have a dual pin lead to replace the existing lead with. The devices are available for return. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The analysis for the generator was completed. This revealed that no high impedance was ever seen on the device despite what was previously reported by the physician. The high impedance allegation will be considered invalid based on the product analysis testing results. During the testing of the generator, a eos indicator was seen during the implanted lifetime of the generator however it had resolved spontaneously. This finding within the generator will be captured in MFR report# 1644487-2026-10311.